Manufacturer narrative:
Eval summary: the product was returned in clear solution inside a specimen cup. A loose fiber is also observed on the lens. The optic is torn/split and has a linear area of scuffs/scratches on the posterior surface. This damage may have been interpreted by the customer as the reported complaint. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the complaint. The lens was damaged and this damage may have been interpreted by the customer as the reported complaint. This damage was typical in appearance to handling related damage. While we are unable to determine the exact origin of the lens damage, our observation reasonably suggests that is not manufacturing related. Due to the presence of solution, and the condition of the returned sample, the damage is most likely customer related. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that approx three months following an intraocular lens (iol) implant procedure, there was a deposit noted on the optic. The lens was exchanged. Additional info was requested.